Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni¿) result, within the risk stratification range, for one patient, involving the access® accutni¿ used in conjunction with the unicel® dxc 600i synchron® access® clinical system. An initial result of 0.070 ug/l was obtained and released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Results of retests, on centrifuged aliquots, were 0.031 ug/l and 0.015 ug/l. The amended result of 0.031 ug/l was issued to the hospital. The patient's sample was centrifuged at 3,000 rpm (rotations per minute) for seven minutes, at room temperature. No sample integrity issues were noted. Data analysis indicates calibration and system check were performing within assay and instrument specifications at the time of the incident. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.